Manufacturer narrative:
The customer reported that the unit was rebooting when touched. The unit was evaluated by philips and the failure was verified. Replacing the battery pca resolved the failure. The unit passed post servicing testing and is at the customer site.

Event description:
The customer reported that the unit was rebooting when touched.